Manufacturer narrative:
Investigation: picture samples were received for evaluation by our quality engineer team. Upon examination, the package seals were observed open. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect of poor package seal integrity. The cause of the poor package seals was determined to have occurred during the manufacturing process, however, a definite source could not be determined. End user risk analysis (eura) review: yes. Reason: the peura review is required for all MDR reportable investigations. Findings: rm5796 rev 13(l) was analyzed to determine potential production causes and to assess the risk to customer. It was found that a ¿package integrity failure¿ could be due to handling, incorrect parameters, particulate in the seal area, damaged seal dies and gaskets and product in seal area. This incident does not change the risk evaluation and is considered acceptable. Visual analysis observations: although observation and testing could not be performed because a sample was not received for investigation, there were six photos submitted for review. Photo 1 displayed a nexiva dispenser with the bd logo, and a label the displayed the ref no., lot no., expiration date, description, drawing, etc. Photo 2 displayed two nexiva 18 ga product packages that displayed the bd logo, and a label the displayed the ref no., lot no., expiration date, description, drawing, etc. One package was opened along the side. Photo 3 displayed the product package being held showing the package seal was opened photo 4 displayed the package top web being held opened. The seal width was hard to see. Photo 5 displayed 3 18ga product packages that were opened in the corner with the triangle symbol. Photo 6 displayed up close visual of the product package that displayed the lot no. And the expiration date. Investigation samples(s) meet manufacturing specifications: no, the photos submitted for evaluation displayed package seals were opened. Conclusions: the defects package seal integrity poor/questionable; as stated as the reported code was confirmed based on the review of the photos. This defect has already been confirmed with a previous investigation of the same lot number. Did the evaluation confirm the customer¿s experience with the bd product? Yes; the customer experienced was confirmed based on the evaluation of the submitted photos. Were we able to reproduce the customer's experience with the bd product? N/a; it was not necessary to achieve reproduction of the customer¿s experience, as the defect were confirmed. Was the device used for treatment or diagnosis? Treatment. Root cause: relationship of device to the reported incident: manufacturing packaging. Comment: this defect has already been confirmed with a previous investigation of the same lot number. The packages have insufficient adhesive transfer. The cause of this defect has not been determined but the occurrence of this type of failure getting to the customer is very low and has not been seen within the last year. Corrections and CAPA: corrective action project / CAPA (#): a formal corrective action will not be initiated at this time the occurrence and severity of this incident is results in an acceptable risk evaluation. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Event description:
It was reported that eleven of the bd nexiva¿ closed IV catheter system(s) were not sealed correctly. There was no report of exposure, injury or medical intervention.